Manufacturer narrative:
The reported failure was grinding noise on the rotaflow drive. The affected rotaflow drive was sent to the nation repair center under RMA# 6932002048. The rotaflow drive was investigated in the nation repair center. According to the service order 43280924 dated on (B)(6) 2020 rotaflow drive making ¿grinding noises¿ and experiencing decreased flows. Opened the unit and found a dust filled mechanism. Cleaned out the housing and tested per service manual. All tests passed. Additional 1 year service, preventive maintenance, calibration check, full functional test and safety check as per the service manual. All tests passed. The detected dust could be determined as th most probable root cause for the reported failure. The reported failure "grinding noise" was occurred during treatment and could be confirmed. The device was directly involved in the incident. The instructions for use rotaflow/ 4.2 / en / 13 was reviewed on 2020-03-05 with the following outcome: in chapter 10 maintenance -10.1.2 clean the ventilation openings of the rotaflow drive. The following tasks must be carried out at regular intervals by the operator. Clean the ventilation openings of the rotaflow drive. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from the us that a rotaflow drive making ¿grinding noises¿ and experiencing decreased flows during those moments over the weekend while being used on a patient. It is requested if the rotaflow drive was exchanged or used till the end of therapy. Answer still pending. Complaint ID: (B)(4).